Manufacturer narrative:
Patient information was unavailable from the site. Analysis of the logs was performed. The logs strongly suggest that issue was caused by user error. The system performs as intended.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess) procedure. It was reported that during navigation, the surgeon could not track anything. The surgeon then tried to re-register the patient and failed registration. The system was rebooted and the issue was resolved. Tracking was fully functional. The surgery was completed successfully with less than an hour delay. There was no patient impact.

Manufacturer narrative:
Serial number was not added to initial report.

Manufacturer narrative:
Patient's age provided and updated to proper value.

Manufacturer narrative:
Patient age not available from the site.